Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The waist pack was returned for evaluation. No device malfunction was reported against the waist pack; therefore, the purpose of this investigation is solely to evaluate the pack conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pack from performing as intended. Failure analysis of the returned waist pack revealed a torn seam on the controller pocket and torn seams on the strap loops of both battery pockets. The most likely root cause of the observed damage can be attributed, but not limited. To wear and/or the handling of the pack. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
A waist pack was returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.